Manufacturer narrative:
Visual inspection confirmed that the bearings had dry broken lubrication affecting the rotation properties of the device.

Event description:
The angled ex-long elite attachment overheated while being tested by the manufacturer. There was no pt involvement, and no adverse consequences were reported.